Event description:
Approximately four and a half months after implant, this patient developed high watts alarms and was admitted to the intensive care unit. Treatment included heparin and subsequently argatroban.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
Hvad pump was not returned to heartware for evaluation and remains implanted in the patient. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus suggesting an ingestion of thrombus from the native circulation, which is a known potential complication associated with all patients implanted with ventricular assist devices and is multifactorial in etiology. While the cause of the reported event cannot be conclusively determined, the most likely root root cause is an ingestion of thrombus, thus increasing the required power necessary for the pump to function at the expected flow rate. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.